Event description:
It was reported that a homecare pt experienced respiratory compromise and required intervention shortly after attaching a ssvo, shiley phonate valve with oxygen port to a bivona cuffless tracheostomy tube. There was one pt involved, who has returned to baseline condition. The ssvo device was returned to the MFR for decontamination, analysis and investigation on 01/23/98. The MFR's device eval results are recorded on section h. Of this report.